Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure to extract the vesicle, the bag broke when pulling out of the laparoscopic opening. They used another device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional evaluation confirmed there were no abn ormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.